Manufacturer narrative:
The reported event of was not confirmed. As received, a partial distal portion of the lead measuring 30.6 cm was returned in one piece. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors due to procedural damage to the inner insulation. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited short bursts of noise, noted during clinic follow-up. The lead was explanted and replaced. The patient was stable.